Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, and repeated attempts with different wall adapters and cables led to recurring power source alerts and red battery status, with usb disconnects recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty pump replacement, instructed customer to let current pump battery fully deplete before return, reviewed how to enter pump settings and connect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label within 10 days.